Event description:
It was reported that, "the screws were implanted and the surgeon noticed that the tulip of the screw was pistoning. The sales rep noticed that the ring of the screw popped off but was still attached to the screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation. Two additional screws were also filed with the initial report. If during the investigation it's determined that they were a contributor to the event, then an additional medwatch report will be filed.